Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device sought medical assistance due to system shocks. The device interrogation identified several treated, as well as, untreated episodes. A total of 30 inappropriate shocks were observed due to t-wave oversensing, while the device was programmed in the alternate vector and since the previous following from the prior year. A new system screening illustrated low r-waves; no system changes to data due to the physician requesting a monitoring only approach and reassessing new treatment options. No resulting adverse patient effects were reported due to the inappropriate therapy and the device remains implanted and in service.